Event description:
New set primed, machine alarmed malfunction blood detected in effluent line. No way to clear this alarm. Icon 1-800 number called. Per prisma flex representative, this is a machine malfunction and a new machine is necessary.